Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Analysis of the ins ((B)(4)) found that difficulty was encountered when attempting to insert a known good lead into the connector port. Several of the connector edges as well as the weld pools on the connectors get stuck on the edge of the #0 connector of the ins depending on the orientation of the lead. The bore of the strain relief insert appears slightly angled and does not align with the opening in the #0 connector. It was also observed that the ins setscrew has been backed out too far and cross threaded. It would get stuck and could not be re-inserted into the connector.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient was having a battery change and there was a header issue where the hcp could not get the lead all the way through the header on (B)(6) 2016. The troubleshooting performed was that the hcp went counterclockwise on a setscrew but that didn't help resolve the issue. They used a new ins just fine and needed to send the ins back. The implantable neurostimulator (ins) was never implanted. The issue was resolved at the time and the patient was alive with no injury.

Manufacturer narrative:
Conclusion codes have been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because this is the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.